Event description:
An impella cp device was inserted via the right femoral artery in a 72 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage a. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. While on support, the impella cp device was operating at performance level 5 with expected flows of 2.7 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient underwent planned removal utilizing a post-close technique. Multiple proglide closure devices were deployed unsuccessfully until one was successfully placed around an 8 french sheath. Manual compression was required throughout the closure attempts and was ultimately used to achieve hemostasis following removal of the 8 french sheath. After device removal, the patient was transferred back to the intensive care unit where distal pulses could not be identified. The patient had a reported history of significant peripheral vascular disease and was initially observed; however, by the following morning the affected limb was noted to be cool with progressive mottling. Arterial studies confirmed absence of flow from the common femoral artery distally. The patient was subsequently taken to the operating room, where vascular repair and thrombectomy were performed with restoration of blood flow. The patient survived following vascular intervention with no additional adverse events reported. Limb ischemia and arterial thrombosis are known potential complications associated with large-bore arterial access and may be influenced by underlying peripheral vascular disease.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.